Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional umbilical hernia repair on (B)(6) 2006 and on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh failure and mesh revision surgery ((B)(6) 2008); mesh infection, mesh removal, additional surgery ((B)(6) 2009). Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Added lot #, catalog #, expiration date, di #. Added PMA/510k #. Added device manufacture date. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: incarcerated right flank (ventral) and umbilical hernias. Postoperative diagnosis: incarcerated right flank (ventral) and umbilical hernias. Procedures performed: laparoscopic right flank (ventral) and umbilical hernia repair. Resident surgeon: allison buchanan-hogan, m.d. Type of anesthesia: general. Estimated blood loss: less than 50 cc. Indication for procedure: ¿the patient has a history of having had surgery on the right flank in which they obtained a piece of bone for another surgery. She now has a right flank hernia. She needs a laparoscopic right flank hernia repair. This will be done with mesh. She has incarceration of small intestine, appendix and right colon in the hernia sac itself. She also has an umbilical hernia that is incarcerated. She needs both of these repaired. The risks were explained and patient agrees¿. Description of procedure: ¿a periumbilical incision was made to the right of the umbilicus and carried down through skin and subcutaneous tissue. By means of blunt and sharp dissection, the hernia sac was dissected free. The lady was morbidly obese and dissection and exposure was difficult. Eventually the hernia was completed reduced and the edges were freshened. Then 0 vicryl suture was used to approximate the fascial edges. The hasson trochar was inserted and the abdomen insufflated to 15 mmhg. The patient was placed in the straight-up lateral position. Two 5-mm ports were placed in the right lower quadrant and a 5-mm port in the right upper quadrant. The hernia was identified. In addition to that, there was also noted to be incarceration of small and large bowel and appendix in the hernia sac itself. By means of blunt and sharp dissection, these were completely removed with some difficulty. During this part of dissection, there was concern about the possibility that there might be a ureter also caught up in the hernia sac. This was carefully evaluated with dr. Ronald lewis from urology and no ureter was noted in the hernia sac or even close to the hernia. The tubular structure that was of concern was a large lymphatic. After this was done, the edges of the hernia sac were freshened. Initially a 13-cm x 15-cm piece of mesh was placed with 0 prolene sutures tacking either and for the hernia. This was done and was tacked up to the abdominal wall. Gore-tex mesh was the mesh that was used. A tacker was then used, tacking down the entire mesh itself in a double-helix fashion. In addition, four sutures were placed around the mesh itself with some difficulty. Eventually the mesh was completely tacked down to the anterior abdominal wall. Following this, the area was irrigated with copious amounts of saline. No other areas of concern were noted. All trochars were removed and attention was then drawn towards the umbilical hernia and closing it. This was done with number 1 nylon suture. It was very difficult because of the size of the patient to get this done, but eventually the hernia was closed. Subcutaneous tissue and skin were closed in the usual manner ¿. (B)(6) 2006: (B)(6). Implant record; implant sticker. Mesh dual 15 cm x 19 cm x 1 mm; gore dualmesh® biomaterial. Body site: abdomen. Expiration date: 08/06/11. W.l. Gore & associates. Model name; ref catalogue number: 1dlmc04. Lot number: 04535379 . The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2006: (B)(6). Procedure note. [Handwritten notes]. Inpatient gastrointestinal surgery. Diagnosis(es): right flank and umbilical hernias. Co-morbidities: morbid obesity. Indications for procedure: same. Procedure(s): laparoscopic right flank hernia and umbilical hernia repair. Description of procedure(s): see operative note. Anesthesia: general. Estimated blood loss: less than 50 ml. Intravenous fluids: 3800. Implants, drains and stents: dual mesh. Wound classification: 1. I was present for the entire procedure. Resident surgeon(s): j. Buchanan/hogan . Records between (B)(6) 2006 and (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: two ventral hernias in the abdominal wall. Postoperative diagnosis: two ventral hernias in the abdominal wall. Procedures performed: open right flank/ventral hernia repair with mesh and midline ventral hernia repair with mesh. Resident surgeon: (B)(6). Type of anesthesia: general. Estimated blood loss: less than 50 cc. Indication for procedure: ¿the patient is morbidly obese and has a history of having had a laparoscopic right flank hernia repair just above the right anterior iliac crest. This has recurred and she also has a hernia in the midline, just above the umbilicus. She needs both of these repaired with mesh. The risks were explained, and the patient agrees¿. Description of procedure: ¿after the patient was prepped and draped in the usual manner, and placed with the right flank elevated, an incision was made over the old incision just above the right iliac crest. It was carried down through skin and subcutaneous tissue. The hernia sac was identified by means of blunt and sharp dissection and was excised. The peritoneum was not entered and all sac-like material was removed. It was noted that the lower portion of the hernia defect extended onto the right iliac crest, and there was not a definitive muscle of her fascia there, and periosteum had to be used in this area. The size of this defect was approximately 4 inches x 3 inches. A piece of mesh that measured 10 x 8 cm was placed in the preperitoneal space and was extended down over the right iliac crest. This was done with interrupted 0-prolene sutures. The fascia was then closed with a running number 1 prolene suture. The subcutaneous tissue and skin were closed in the usual manner. After this was done, a midline incision was made just above the umbilicus, carried down through skin and subcutaneous tissue. By means of blunt and sharp dissection, the hernia sac was identified. There was noted to be several small sacks in the subcutaneous tissue. All of this was excised and the length of the incision was approximately 4 inches x 3 inches in diameter. After this was excised, a piece of dualmesh gore-tex was placed and sutured in place going back behind the fascial edges by at least 3 cm, and an interrupted number 1 prolene suture was used. The fascia was then reapproximated using a running number 1-0-prolene suture. The subcutaneous tissue and skin were closed in the usual manner. The estimated blood loss for the entire procedure was less than 50 cc ¿. (B)(6) 2008: (B)(6). Implant record; implant sticker. Mesh dual 8 cm x 12 cm x 1 mm; gore dualmesh® biomaterial. Body site: abdomen. Expiration date: 04/14/12. W. L. Gore & associates. Model name/ref catalogue number: 1dlmc02. Lot number/batch code: 05008924. Description: mesh prolene . The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2008: (B)(6). Procedure note. [Handwritten sections]. Inpatient gastrointestinal surgery. Preoperative diagnosis(es): 2 ventral hernias. Postoperative diagnosis(es): same. Comorbidities: morbid obesity. Indication for procedure(s): same. Procedure(s): open right flank ventral and midline ventral hernia. Description of procedure(s)/findings: right flank incision made and hernia sac excised prolene mesh inserted [illegible] and fascia closed. Subcutaneous and skin closed. Midline opened above umbilicus- sac excised- dual mesh sutured in place; fascia, [illegible] closed. Anesthesia: general. Estimated blood loss: less than 50 ml. Implants, drains and stents: dual mesh, prolene mesh. I was present for the entire procedure. Resident surgeon(s): s. Farres . (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh, possible recurrent ventral hernia, hypertension, depression and hyperlipidemia. Procedures performed: exploration of abdominal wall wound and excision of infected mesh. Resident surgeon: (B)(6). Type of anesthesia: general. Estimated blood loss: less than 5 to 10 cc. Indication for procedure: ¿the patient has had a previous ventral hernia repair and in the right lower abdominal wall and around the umbilicus. The mesh was put in both places, and she has now developed an infected mesh around the umbilical region. This has been draining for some time and needs to be excised. The risks were explained, and the patient agrees¿. Description of procedure: ¿after the patient was prepped and draped in the usual manner and placed in the supine position, a midline incision was made at about 4 inches above the umbilicus in the midline. It was carried down through the skin and subcutaneous tissue along the tract that was present to the skin. This tract extended down to the mesh itself, and this area was completely open. The mesh which was a gore-tex mesh was completely excised. The area was irrigated with copious amounts of saline. There was no fistulous communication with the bowel, and there was no pus collected per se. The wound was then irrigated with antibiotic solution and then packed with moist 4x4¿s. The patient will continue wet to dry dressings postoperatively and consideration for alloderm at a later time along with a wound vac. Dressings were applied. The patient was stable at the end of the procedure ¿. There is no information detailing the etiology of the infection. (B)(6) 2009: [missing record: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] (B)(6) 2009: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] Records between 03/12/09 and 06/26/15 were not provided. ??/??/15: [missing record: record for the CT scan showing ¿loops of bowel in an approximately 4-cm wide-necked incisional hernia¿ were not provided.] (B)(6) 2015: (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia, extensive intraabdominal and intrahernia sac adhesions. Procedures performed: laparoscopic repair of recurrent incarcerated incisional hernia with mesh; extensive lysis of adhesions over two hours. First assistant: (B)(6). Type of anesthesia: general endotracheal anesthesia. Estimated blood loss: 20 ml. Intravenous fluids: 2700 ml of crystalloid. Specimens: none. Drains, implants and stents: none. Sponge, instrument, needle count: all counts were correct. Complications: none. Indication for procedure: ¿(B)(6) is a 50-year-old caucasian female with past medical history of obesity and multiple previous incisional hernia repairs of her midline abdominal fascia. The patient had previously had a midline wound that took over two to three years to heal. This was following the removal of mesh that became infected after her last ventral hernia repair. That mesh had to be removed through a midline incision and this incision was subsequently left open and again required nearly three years for healing. The patient was previously managed by (B)(6) [sic] here at the medical college of georgia/georgia regents university. Following his leaving gru, she did not follow up for approximately two years. She was then seen in midds clinic seeking repair of a symptomatic incisional hernia, this was not able to be reduced. A CT scan revealed loops of bowel in an approximately- 4-cm wide-necked incisional hernia. The patient, of note, is a long-term smoker who has smoked off and on for most of her life, but she had been smoking up until her clinic visit at midds. She was counseled to stop. She did cut down to two to three cigarettes per day, but did not stop. She understood the risks, benefits and alternatives of laparoscopic recurrent incisional hernia repair with mesh, and stated a desire to proceed. We, therefore, posted her to the operating room for 06/26/15¿. Description of procedure: ¿after obtaining informed consent, the patient was brought to the operating room and placed on the operating table in supine position. She was induced under general endotracheal anesthesia. Bilateral lower extremity sequential compression devices were placed and a foley catheter was placed. Her arms were both tucked at her sides. She was dosed with perioperative antibiotics consisting of two grams of cefoxitin. An upper body warming blanket was placed. Her abdomen was then prepped and draped in the usual sterile fashion in the standard surgical fashion, and a surgical timeout was performed. Once all members of the operative team were in agreement with a successful timeout, the surgery commenced. A 5-mm stab incision was made in the patient¿s left upper quadrant. Through this, a veress needle was inserted into the peritoneum. After a normal saline drop test confirmed intraperitoneal placement, the needle was connected to the insufflator and the patient¿s abdomen was insufflated to a pneumoperitoneum of 15 mm of mercury, without complications or difficulty, and the patient¿s hernia sac was noted to insufflate, as well. The needle was then removed and a 5-mm versastep port was placed in this location and connected to the insufflator. A 5-mm, 30-degree laparoscope was then inserted into the patient¿s abdomen and the abdomen was inspected. There was no evidence of injury from the needle or port placement. The patient was noted to have multiple adhesions in the center of her abdomen, with contents including loop of bowel and omentum extending up into the hernia sac. The abdomen appeared grossly normal otherwise. We now turned towards placing the remaining working trocars. A 12-mm port was placed in the lateral mid left abdomen and a 5-mm trocar was placed in the lateral left lower quadrant. Through these initial three ports, we then began the adhesiolysis. We began by taking down the adhesions along the anterior abdominal fascia, until we identified the borders of the hernia defect. We then began reducing contents out of the hernia, including greater omentum, as well as a portion of what appeared to be colon, and a potential second loop of small intestine. Then using both retraction internally and pressure on the outside, we were able to reduce the remaining fatty tissue and were able to free all sides of the hernia defect and allow all intraabdominal contents to reduce back into the abdomen. The patient externally had a very deep scar that caused indentation of the skin internally. This caused a very abnormal contour to the subcutaneous tissues, such that it would have been difficult to place sutures in a transfascial fashion without involving some of that scar tissue. We, therefore, elected to take down some of the adhesions in the subcutaneous tissue for this reason, as well as to take down the hernia sac. We did encounter some portions of old mesh, as well as old prolene sutures, which were removed. Some of this tissue was quite thick and caused the fracture of multiple surgical bipolar instrumentation, as well as two pairs of scissors. We eventually were successful in using the harmonics scalpel to come through this very thick material. Once we had opened this up and had a nice prefascial plane in the subcutaneous tissue, we moved on to closing the hernia defect. Total time for lysis of adhesions was greater than two hours. We now made two stab incisions in the midline along her old wound and through this, we placed five number 1 ethibond sutures in interrupted fashion to close the fascial defect. We also decreased the insufflation pressure to 9 in order to do this. Also, during our dissection in the prefascial space, we placed another 5-mm portion [sic] the midline of the superior abdomen and a 5-mm port in the right upper quadrant. Once we had reapproximated the muscle and it did come together quite easily, the defect had measured 6 x 7 mm under 15 mm of mercury pressure. We then turned towards our mesh placement. We selected a 20-x-25 piece of symbotex mesh, as this was the only size available that would fit this defect. We then cut it down to approximately 16 x 20 cm. We placed a single number 1 ethibond suture in the middle of this. We then rolled it and inserted it through the 12-mm port. We then laid this out intraabdominally. We brought the ends of the suture up through the fascia using the carter-thompson. We then used two absorbatacks to first place tacks around the edge of the mesh at 1-cm intervals, and then around in the midportion of the mesh in a random fashion to try to optimize the contact of the mesh with the abdominal wall. Once the mesh placement was completed, the abdomen was inspected. There was no sign of a bowel injury. There was good hemostasis. We then removed the 12-mm port and closed this with an interrupted number 1 ethibond suture using the carter-thompson. We then removed the remaining ports under direct visualization. Hemostasis remained excellent and allowed the abdomen to completely desufflate. The skin incisions were then closed with interrupted 4-0 monocryl suture. Thirty milliliters of 0.25% marcaine plain was used to pour local anesthetic, and dermabond dressings were placed. At the end of the procedure, the patient was extubated without difficulty and brought to the pacu [post anesthesia care unit] in stable condition. There were no intraoperative complications. The patient tolerated the procedure well. The foley catheter was left in place at the end of the procedure. All sponge, needle and instrument counts were correct. Dr. Lee was present and scrubbed throughout the case ¿. (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930 and 3191: appropriate term not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span october 26, 2006 through june 16, 2015 and not all records received in this time span are relevant to the two gore® dualmesh® biomaterial devices. ¿ medical records from october 27, 2006 through may 38, 2008 and march 13, 2009 through june 24, 2015 were not provided. Patient information: medical history: ¿ obesity: ¿ (B)(6) 2006: ¿the lady was morbidly obese and dissection and exposure was difficult.¿ ¿it was very difficult because of the size of the patient to get this done, but eventually the hernia was closed.¿ ¿ smoking: ¿ (B)(6) 2015: ¿the patient, of note, is a long-term smoker who has smoked off and on for most of her life, but she had been smoking up until her clinic visit. She was counseled to stop. She did cut down to two to three cigarettes per day, but did not stop.¿ ¿ hypertension ¿ hyperlipidemia ¿ (B)(6) 2015: ¿previously had a midline wound that took over two to three years to heal.¿ surgical procedures: ¿ unknown date: surgery on right flank ¿ (B)(6) 2006: laparoscopic right flank (ventral) and umbilical hernia repair. Implant #1: gore® dualmesh® biomaterial. ¿(B)(6) 2008: open right flank/ventral hernia repair with mesh and midline ventral hernia repair with mesh. Implant #2: gore® dualmesh® biomaterial & prolene mesh. ¿ (B)(6) 2009: exploration of abdominal wall wound and excision of infected mesh. ¿ (B)(6) 2015: laparoscopic repair of recurrent incarcerated incisional hernia with mesh; extensive lysis of adhesions over two hours. Implant: symbotex mesh. Implant #1 preoperative complaints: ¿ (B)(6) 2006: indication: ¿the patient has a history of having had surgery on the right flank in which they obtained a piece of bone for another surgery. She now has a right flank hernia. She needs a laparoscopic right flank hernia repair. This will be done with mesh. She has incarceration of small intestine, appendix and right colon in the hernia sac itself. She also has an umbilical hernia that is incarcerated. She needs both of these repaired. The risks were explained and patient agrees.¿ implant #1 procedure: laparoscopic right flank (ventral) and umbilical hernia repair. [Implant: gore® dualmesh® biomaterial 1dlmc04/04535379, 15 cm x 19 cm x 1 mm thick, oval] implant #1 date: (B)(6) 2006 [hospitalization dates october 26-29, 2006] ¿ wound classification: ¿clean.¿ ¿ description of hernia being treated: ¿a periumbilical incision was made to the right of the umbilicus and carried down through skin and subcutaneous tissue. By means of blunt and sharp dissection, the hernia sac was dissected free. The lady was morbidly obese and dissection and exposure was difficult . Eventually the hernia was completed reduced and the edges were freshened. Then 0 vicryl suture was used to approximate the fascial edges. The hasson trochar [sic] was inserted and the abdomen insufflated to 15 mmhg. The patient was placed in the straight-up lateral position. Two 5-mm ports were placed in the right lower quadrant and a 5-mm port in the right upper quadrant. The hernia was identified. In addition to that, there was also noted to be incarceration of small and large bowel and appendix in the hernia sac itself. By means of blunt and sharp dissection, these were completely removed with some difficulty. During this part of dissection, there was concern about the possibility that there might be a ureter also caught up in the hernia sac. This was carefully evaluated with dr. L. From urology and no ureter was noted in the hernia sac or even close to the hernia. The tubular structure that was of concern was a large lymphatic. After this was done, the edges of the hernia sac were freshened.¿ ¿ implant size and fixation: ¿initially a 13-cm x 15-cm piece of mesh was placed with 0 prolene sutures tacking either end for the hernia. This was done and was tacked up to the abdominal wall. Gore-tex mesh was the mesh that was used. A tacker was then used, tacking down the entire mesh itself in a double-helix fashion. In addition, four sutures were placed around the mesh itself with some difficulty. Eventually the mesh was completely tacked down to the anterior abdominal wall. Following this, the area was irrigated with copious amounts of saline. No other areas of concern were noted. All trochars [sic] were removed and attention was then drawn towards the umbilical hernia and closing it. This was done with number 1 nylon suture. It was very difficult because of the size of the patient to get this done, but eventually the hernia was closed. Subcutaneous tissue and skin were closed in the usual manner.¿ implant #2 preoperative complaints: ¿ (B)(6) 2008: indication: ¿the patient is morbidly obese and has a history of having had a laparoscopic right flank hernia repair just above the right anterior iliac crest. This has recurred and she also has a hernia in the midline, just above the umbilicus. She needs both of these repaired with mesh. The risks were explained, and the patient agrees.¿ implant #2 procedure: open right flank/ventral hernia repair with mesh and midline ventral hernia repair with mesh. [Implant: gore® dualmesh® biomaterial 1dlmc02/05008924, 8 cm x 12 cm x 1 mm thick; and prolene mesh] implant #2 date: (B)(6) 2008 [hospitalization dates may 29, 2008 through june 2, 2008] ¿ wound classification: ¿clean.¿ ¿ findings: ¿right flank incision made & hernia sac excised. Prolene mesh inserted preperitoneally & fascia closed. Sub-q and skin closed. Midline opened above umbilicus ¿ sac excised ¿ dual mesh sutured in place. Fascia, sub-q and skin closed.¿ ¿ description of hernia being treated: ¿...an incision was made over the old incision just above the right iliac crest. It was carried down through skin and subcutaneous tissue. The hernia sac was identified by means of blunt and sharp dissection and was excised. The peritoneum was not entered and all sac-like material was removed. It was noted that the lower portion of the hernia defect extended onto the right iliac crest, and there was not a definitive muscle of her fascia there, and periosteum had to be used in this area. The size of this defect was approximately 4 inches x 3 inches.¿ ¿ implant size and fixation: ¿a piece of mesh that measured 10 x 8 cm was placed in the preperitoneal space and was extended down over the right iliac crest. This was done with interrupted 0-prolene sutures. The fascia was then closed with a running number 1 prolene suture. The subcutaneous tissue and skin were closed in the usual manner. After this was done, a midline incision was made just above the umbilicus, carried down through skin and subcutaneous tissue. By means of blunt and sharp dissection, the hernia sac was identified. There was noted to be several small sacks in the subcutaneous tissue. All of this was excised and the length of the incision was approximately 4 inches x 3 inches in diameter. After this was excised, a piece of dualmes h gore-tex was placed and sutured in place going back behind the fascial edges by at least 3 cm, and an interrupted number 1 prolene suture was used. The fascia was then reapproximated using a running number 1-0-prolene suture. The subcutaneous tissue and skin were closed in the usual manner.¿ explant #1 [implant #2 gore® dualmesh® biomaterial 1dlmc02/05008924] preoperative complaints: ¿ (B)(6) 2009: indication: ¿the patient has had a previous ventral hernia repair and in the right lower abdominal wall and around the umbilicus. The mesh was put in both places, and she has now developed an infected mesh around the umbilical region. This has been draining for some time and needs to be excised. " explant #1 [implant #2 gore® dualmesh® biomaterial 1dlmc02/05008924] procedure: exploration of abdominal wall wound and excision of infected mesh. Explant #1 [implant #2 gore® dualmesh® biomaterial 1dlmc02/05008924] date: (B)(6) 2009 [hospitalization dates march 12-13, 2009] ¿ wound classification: not provided. ¿ procedure: a midline incision was made at about 4 inches above the umbilicus in the midline. It was carried down through the skin and subcutaneous tissue along the tract that was present to the skin. This tract extended down to the mesh itself, and this area was completely open. The mesh which was a gore-tex mesh was completely excised. T he area was irrigated with copious amounts of saline. T here was no fistulous communication with the bowel, and there was no pus collected per se. The wound was then irrigated with antibiotic solution and then packed with moist 4x4¿s." ¿ a pathology report detailing analysis of the device removed during the 3/12/09 procedure was not provided. Partial explant [implant #1 gore® dualmesh® biomaterial 1dlmc04/04535379] preoperative complaints: ¿ (B)(6) 2015: indication: ¿... With past medical history of obesity and multiple previous incisional hernia repairs of her midline abdominal fascia. The patient had previously had a midline wound that took over two to three years to heal. This was following the removal of mesh that became infected after her last ventral hernia repair. That mesh had to be removed through a midline incision and this incision was subsequently left open and again required nearly three years for healing. The patient was previously managed by dr. M. Following his leaving, she did not follow up for approximately two years. She was then seen in clinic seeking repair of a symptomatic incisional hernia, this was not able to be reduced. A CT [computed tomography] scan revealed loops of bowel in an approximately-4-cm wide-necked incisional hernia. The patient, of note, is a long-term smoker who has smoked off and on for most of her life, but she had been smoking up until her clinic visit. She was counseled to stop. She did cut down to two to three cigarettes per day, but did not stop.¿ partial explant [implant #1 gore® dualmesh® biomaterial 1dlmc04/04535379] procedure: laparoscopic repair of recurrent incarcerated incisional hernia with mesh; extensive lysis of adhesions over two hours. Partial explant [implant #1 gore® dualmesh® biomaterial 1dlmc04/04535379] date: (B)(6) 2015 [hospitalization dates june 26-28, 2015] ¿ wound classification: not provided. ¿ procedure: ¿a 5-mm stab incision was made in the patient¿s left upper quadrant. Through this, a veress needle was inserted into the peritoneum. After a normal saline drop test confirmed intraperitoneal placement, the needle was connected to the insufflator and the patient¿s abdomen was insufflated to a pneumoperitoneum of 15 mm of mercury, without complications or difficulty, and the patient¿s hernia sac was noted to insufflate, as well. The needle was then removed and a 5-mm versastep port was placed in this location and connected to the insufflator. A 5-mm, 30-degree laparoscope was then inserted into the patient¿s abdomen and the abdomen was inspected. There was no evidence of injury from the needle or port placement. The patient was noted to have multiple adhesions in the center of her abdomen, with contents including loop of bowel and omentum extending up into the hernia sac. The abdomen appeared grossly normal otherwise. We now turned towards placing the remaining working trocars. A 12-mm port was placed in the lateral mid left abdomen and a 5-mm trocar was placed in the lateral left lower quadrant. Through these initial three ports, we then began the adhesiolysis. We began by taking down the adhesions along the anterior abdominal fascia, until we identified the borders of the hernia defect. We then began reducing contents out of the hernia, including greater omentum, as well as a portion of what appeared to be colon, and a potential second loop of small intestine. Then using both retraction internally and pressure on the outside, we were able to reduce the remaining fatty tissue and were able to free all sides of the hernia defect and allow all intraabdominal contents to reduce back into the abdomen. The patient externally had a very deep scar that caused indentation of the skin internally. This caused a very abnormal contour to the subcutaneous tissues, such that it would have been difficult to place sutures in a transfacial fashion without involving some of that scar tissue. We, therefore, elected to take down some of the adhesions in the subcutaneous tissue for this reason, as well as to take down the hernia sac. We did encounter some portions of old mesh, as well as old prolene sutures, which were removed . Some of this tissue was quite thick and caused the fracture of multiple surgical bipolar instrumentation, as well as two pairs of scissors. We eventually were successful in using the harmonics scalpel to come through this very thick material. Once we had opened this up and had a nice prefascial plane in the subcutaneous tissue, we moved on to closing the hernia defect. Total time for lysis of adhesions was greater than two hours. We now made two stab incisions in the midline along her old wound and through this, we placed five number 1 ethibond sutures in interrupted fashion to close the fascial defect. We also decreased the insufflation pressure to 9 in order to do this. Also, during our dissection in the prefascial space, we placed another 5-mm portion [sic] the midline of the superior abdomen and a 5-mm port in the right upper quadrant. Once we had reapproximated the muscle and it did come together quite easily, the defect had measured 6 x 7 mm under 15 mm of mercury pressure. We then turned towards our mesh placement. We selected a 20-x-25 piece of symbotex mesh, as this was the only size available that would fit this defect. We then cut it down to approximately 16 x 20 cm. We placed a single number 1 ethibond suture in the middle of this. We then rolled it and inserted it through the 12-mm port. We then laid this out intraabdominally. We brought the ends of the suture up through the fascia using the carter-thompson. We then used two absorbatacks to first place tacks around the edge of the mesh at 1-cm intervals, and then around in the midportion of the mesh in a random fashion to try to optimize the contact of the mesh with the abdominal wall. Once the mesh placement was completed, the abdomen was inspected. There was no sign of a bowel injury. There was good hemostasis. We then removed the 12-mm port and closed this with an interrupted number 1 ethibond suture using the carter-thompson. We then removed the remaining ports under direct visualization. Hemostasis remained excellent and allowed the abdomen to completely desufflation. The skin incisions were then closed with interrupted 4-0 monocryl suture. Thirty milliliters of 0.25% marcaine plain was used to pour local anesthetic, and dermabond dressings were placed.¿ ¿ specimens: ¿none.¿ ¿ a pathology report detailing analysis of the device removed during the 6/26/15 procedure was not provided. Conclusion: implant #2 gore® dualmesh® biomaterial 1dlmc02/05008924 it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.